Event description:
On (B)(6) 2009, this pt underwent a procedure using a najuta and two gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. It was reported that the pt had a significantly calcified proximal neck, a najuta (with fenestration) was implanted proximally at the aortic arch to obtain adequate sealing and the tag devices were implanted distally in the descending aorta. Post-operatively, the pt presented with paraparesis and renal failure. The pt received spinal drainage and medication (naloxone and steroid) to treat paraparesis and also received intravenous fluids to treat renal failure. On (B)(6) 2009, this pt was transferred to a different hospital to continue treatment; therefore the pt's current condition is unk.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.